Manufacturer narrative:
Approximate age of device- 1 year, 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Patient was readmitted and was upgraded as status 1a due to device malfunction (B)(6) 2017. Patient experienced power alarms in device with >200 speed drops, likely due to short to shield phenomenon, engineers visited the customer on (B)(6) 2017 and spliced external portion of driveline and exchanged insulated wires. Patient still with low flow/pump off alarms on grounded cable. Patient placed on ungrounded cable without alarms. It was reported that the patient was transplanted (B)(6) 2017. The device will not be returned for evaluation. No other alarms, malfunctions, or events were noted.

Manufacturer narrative:
Device expiration and manufacturing, respectively, were entered. Manufacturer's investigation conclusion: a specific cause for the report of pump off and low flow alarms on the grounded patient cable could not be conclusively determined as heartmate ii lvas was not returned for evaluation. The account communicated that the patient was upgraded to status 1a due on (B)(6) 2017 to device malfunction. It was noted that the patient was upgraded due to the suspected short to shield event, an external driveline repair was performed on (B)(6) 2017; however the evaluation of the returned portion of the driveline did not reveal any issues. The patient continued to have pump off and low flow alarms on the grounded patient cable, and the patient was placed on an ungrounded patient cable with no further alarms. The patient underwent a transplant on (B)(6) 2017, and it was reported that the device would not be returned. There is no product available for investigation. The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. Both of these documents outline all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.